Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that after the patient¿s initial implant she was kept inpatient for a week. ¿it was horrible right after implant¿. During that time the patient reportedly experienced withdrawal however it was then stated the patient wasn¿t sure it was actually withdrawal but the medication ¿didn¿t work¿ so she was in pain. The patient didn¿t know what happened and it was noted she was also going off all oral and transdermal medications. It was noted the ¿pretest¿ or trial had suggested morphine would treat the patient¿s pain. The initial medication in the pump was morphine. During the week in the hospital, the health care provider (hcp) was adjusting the medications and finally switched to dilaudid. Additional information has been requested, but was not available as of the date of this report.